Manufacturer narrative:
Reference record (B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient had percutaneous endoscopic gastrostomy (pegj) tube placement procedure on (B)(6) 2016. On (B)(6) 2016 patient was admitted for a perforated bowel and ileus. The patient developed peritonitis and sepsis from perforated colon that happened during the peg placement procedure. The patient was hospitalized for 17 days. On (B)(6) 2016 patient was transferred to hospice care and died on (B)(6) 2016.